Event description:
Approximately one week following the implant procedure, an echo revealed valve insufficiency and immobility of the non-coronary cusp. The sjm trifecta valve was explanted and replaced with a 25 mm edwards perimount valve. Intraoperatively, it was noted that the cusp of the trifecta valve was sutured with aortotomy suture. The explanted valve presented no defects.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info rec'd, the cause of the immobility of the non-coronary cusp was because the surgeon had sutured the cusp to aortic wall.